Event description:
Although failure analysis identified a malfunction, the malfunction would not have contributed to a serious injury nor is the potential for injury present therefore the event does not meet the criteria for reportability and should not have been submitted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced overstimulation upon activation of stimulation when the leads were connected to the external pulse generator (epg). The sensation recurred while changing electrode configurations and re-activating stimulation. The issue was resolved by disconnecting leads from the epg header. The sjm representative proceeded with inserting the leads directly to the implantable ipg with no further incident.